Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire was confirmed, and the cause appears to be related to use of the product. The guidewire from a powerpicc solo custom kit was returned for investigation. The guidewire was received within a 5 fr microintroducer. The solid wire portion of the guidewire extended proximally 52.7cm from dilator hub. The introducer sheath and dilator were slightly curved. Blood residue was visible on the guidewire. The section of coil wire extending from the distal tip of the dilator was stretched and elongated. The coil wire extended 32.0cm from the distal tip of the dilator. The distal 7.5mm of coil wire was still intact and tightly coiled. The distal end of the coil wire was stretched, which revealed a 7.0mm segment of core wire attached at the distal tip. The break in the core wire has allowed the coil wire to stretch and elongate over the core wire. A microscopic examination of the guidewire revealed that the distal weld tip was present and secured to the coil wire and 7.0mm segment of core wire. The guidewire appears to be complete. The distal end of the proximal core wire segment was noted to be bent at the distal tip of the vessel dilator with the distal tip of the wire tucked within the opening of the dilator. The guidewire was removed from the dilator by pulling the exposed core wire with pliers from the distal tip of the dilator. Blood residue was found on the guidewire, which made it difficult to remove. Blood residue was found throughout the vessel dilator and between the sheath and dilator. The outside diameter (od) of the guidewire was measured with calipers over the core wire and over the joint where the proximal end of the coil wire is affixed to the core wire. At both locations, the od was found to be 0.0175¿, which is within specification. The damage observed on the returned sample is consistent with complications observed during use. The core wire broke 7mm from the distal weld tip from what appears to be tensile stress. Care should be used when introducing guidewires, since mechanical damage can be inflicted upon the guidewire during insertion or removal of the wire, resulting in possible fracture of the guidewire. Retracting a guidewire through an introducer needle or vessel dilator can cause the wire to become inadvertently lodged within the needle or dilator. Subsequent attempts to retract the wire through the dilator or needle can increase the stress on the wire to the point of failure. As indicated in the powerpicc solo IFU, the guidewire is never retracted through the needle or dilator. After inserting the guidewire through the needle, the needle is removed from the guidewire. After the dilator is advanced over the guidewire, the dilator and the guidewire are removed together. A lot history review (lhr) of 15xb3856 showed no other similar product complaint(s) from this lot number.

Event description:
On 06/07/2016- per sales representative, user facility reported that during a guidewire exchange the guidewire shredded. It was stated that no needles were being used at the time. No patient injury reported.